Manufacturer narrative:
The insulin pump was received with constant software error alarm due to software error. The following physical damage was noted: missing end cap sticker, cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.

Event description:
There were no incident details provided. The insulin pump was returned for analysis.